Manufacturer narrative:
(B)(4). Product not returned for evaluation. No replacement product needed at this time. Complaint resolved by training during the time of the call. Product is working as designed. Most likely underlying root cause: mlc-20-user's test strip had poor storage (test strip vial left open). Test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time. Unable to send product notification letter as no address on file.

Event description:
Consumer reported complaint for e-3 error: used test strip, test strip outside of vial too long,sample on top of test strip. Sister is calling on behalf of the customer. The e-3 error occurred as soon as the test strip was inserted into the meter. Customer had left the test strip out of the vial too long and the test strip vial open. During the call on (B)(6) 2018, a blood test was performed by the customer and produced test result of 104 mg/dl. Customer had used a new vial of test strips, same lot number. Customer's expected blood glucose test result range was not disclosed. At the time of the call the customer reported feeling weak and believed her blood sugar was low. Medical attention was not needed at the time of the call. The product is stored according to specification in the living room. The test strip lot manufacturer's expiration date is 04/30/2019. The meter memory was not reviewed for previous test result history.